Event description:
The customer reported that, the shaver handpiece on/off buttons do not work. The surgeon used the footswitch to complete the procedure. No injury or delay occurred with this event.

Manufacturer narrative:
No medwatch form received from user facility. All sections on this form completed by manufacturer. Investigation results: the investigation verified the customer's complaint. In addition, the handpiece was tested and found to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no injuries associated with this failure mode.